Manufacturer narrative:
Per the t:slim x2 user guide: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm in the morning and subsequently, a valid resumed pump alarm was received. The customer's blood glucose level was 87 mg/dl. Tandem customer technical support (cts) confirmed the auto-off alarm in the pump history. Cts education the customer on the auto-off and resume pump alarms. Cts advised the customer to discuss the auto-off feature with a healthcare provider prior to making any changes. The customer acknowledged the information.